Manufacturer narrative:
The technician replaced the ucm board and cable to repair the bed.

Event description:
Information received indicates during a preventive maintenance check the technician found signs of fluid ingress on the right siderail ucm board and cable.